Event description:
It has been reported to philips that the flexvision pc did not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in treatment when the issue was identified. Onsite inspection of the system identified that the flexvision pc does not start. As part of the troubleshooting process, determined that the flexvision pc fault was caused by a software malfunction. Fse reinstalled the flexvision pc software. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.